Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the 2008t power supply caught fire and started smoking during dialysis (treatment) mode. The bmt stated the display went blank and the device started audibly alarming as they saw smoke coming from the power supply. The nurse stated the patient was removed immediately and placed on another device to complete treatment. There were fire and flames seen coming from the power switch area on the power supply. The bmt stated they used a fire extinguisher to put out the fire. The bmt stated the patient lost about 100 cc's of blood as they could not rinse back. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility biomedical technician (bmt) reported the 2008t power supply caught fire and started smoking during dialysis (treatment) mode. The bmt stated the display went blank and the device started audibly alarming as they saw smoke coming from the power supply. The nurse stated the patient was removed immediately and placed on another device to complete treatment. There were fire and flames seen coming from the power switch area on the power supply. The bmt stated they used a fire extinguisher to put out the fire. The bmt stated the patient lost about 100 cc's of blood as they could not rinse back. Upon additional information received, the bmt stated when the incident occurred there was smoke, and a small visible fire seen through the fan vent. The machine was plugged into a hospital grade gfci (ground-fault circuit interrupter) outlet and had not failed an electrical leakage test. The machine has not been returned to service as the bmt was still cleaning the debris from the fire extinguisher, performing checks on each module, and had to replace the power supply. The bmt reported other components may need to be replaced but have not been identified. The bmt reported the bottom of the power supply module was charged with various melted wires and components, along with a small, blackened corner of the inside of the chassis where the power supply was housed. The power supply was discarded and was no longer available to be returned for evaluation. Photos were provided for the investigation.